Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for alleged keypad unresponsive/button error alarm, no delivery/occlusion alarm during therapy, prime/fill anomaly, and drive/motor anomaly. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Successfully downloaded history files and traces using thump. No unexpected insulin flow blocked alarms noted during testing. No stuck key alarm noted during testing or found in pump history download. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2023 at time 00:37:14.000 during bolus and on (B)(6) 2023 at time 06:09:38.000 during bolus were found in pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Unresponsive keypad was not confirmed. Customer's alleged insulin blocked alarm during basal was not confirmed during testing. Prime/fill anomaly was not confirmed. Drive/motor anomaly was not confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the buttons in the insulin pump were not responding, the insulin flow block alarm and the pump was flashing. The pump also made some weird noise when delivering insulin it was making a grinding sound during the bolus delivery. Troubleshooting was performed and there was no stuck button alarm received. The customer stated the numbers are not ramping on their own and there was a response from the button. The insulin exited during 5 unit fixed prime/fill cannula. No harm requiring medical intervention was reported. The customer will continue using the device. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.